Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 500mg/dl and diabetic ketoacidosis (dka). Supply changes were performed and correction boluses via the pump were delivered to address the bg levels. Due to experiencing dka and an increasing bg level up to 1000mg/dl, the customer was taken to the hospital on (B)(6) 2017. While in the hospital, the customer had a heart attack which required surgery. The customer received treatment via medications and an insulin drip. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Event description:
The customer was released from the hospital on (B)(6) 2017.